Event description:
No additional information regarding the patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: a review of the documentation including the quality control was conducted during the investigation. The visual inspection of the complaint device could not be completed, as the device was not returned for evaluation. However, a document based investigation evaluation was performed. A review of the device master record found that the device aspect in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record could not be completed due to a lack of information from the user facility. There is no evidence to suggest there is any nonconforming product in house or out in the field. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause was not established. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event: event occurred sometime in summer 2019. Suspect medical device: product information currently unavailable. The complaint devices were reported to be double and single lumen PICC lines. Common device name: either foz or ljs. (B)(6). PMA/510(k) #: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that double and single lumen PICC lines are getting blocked. The nurses using the devices reported the PICC lines get blocked, and rinsing them does not remove the blockage. Positive pressure valves were used to prevent blood reflux, but they were not the valves provided in the cook set. The patient involved in this incident suffered a blood reflux when he "came back from the toilets". Additional information regarding event and device details has been requested, but is currently unavailable. No other adverse effects have been reported for this incident.